Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced. In the meantime, the customer planned to use multiple daily injections as backup therapy.